Event description:
Pedicle screw breakage at l4 both sides.

Manufacturer narrative:
Explanted device was examined by the manufacturer and showed no implant failure. The pattern of breakage was typical for a burst fracture. Device was in manufacturer's specifications. Ulrich medical received more information from the surgeon. The surgeon stated that in this case he treated a (B)(6) patient (body mass index (B)(6)) who had a vertebral body fracture in l2 and was stabilized from th 12 until l4. The screw breakage was caused by a patient overload not having enough fusion mass developed due to poor bone quality. The implant itself worked according to its specifications. Implant failure is one of the warnings in our instruction for use.